Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
During the implant attempt of the subject pacemaker, while connecting the lead to the device it was not possible to tighten the set-screw.

Event description:
During the implant attempt of the subject pacemaker, while connecting the lead to the device it was not possible to tighten the set-screw.

Event description:
During the implant attempt of the subject pacemaker, while connecting the lead to the device it was not possible to tighten the set-screw.